Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a lap unknown surgery, a white portion the tissue pad peeled off. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt: see attached pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove. The tissue pad loosed, but did not fall off the clamp arm; or did any of the tissue pad detach from the clamp arm and fall off, not melted away, but a piece broke off, if yes, did any piece fall into the patient: no; does the surgeon activate the device with the jaws closed, with no tissue between the jaws: the sales rep guessed so. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.